Event description:
It is reported that the patient presented 6 months post-op with a complaint of upper trochanter bursitis, marking probably related to the implanted device. Outcome at the time was pending. Device was implanted in 2007.

Manufacturer narrative:
Evaluation summary: the alleged complaints refers to upper trochanter bursitis. The female patient has a bmi of 41. It is probable that the additional stress of excess body weight is contributing to the painful/tenderness of the hip joint. The devices and/or x-rays were not provided for review. Also, lot numbers were not supplied. An engineering analysis can not be performed at this time. H6: evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.